Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) internal report: # (B)(4). Product not returned for evaluation. Most likely underlying root cause: mlc-58: user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test. Test strips UDI: (B)(4). Note: manufacturer contacted customer in a follow-up call to ensure that the customer symptoms improved - unable to establish contact with customer at this time. No product notification letter sent since no customer address on file.

Event description:
Consumer reported complaint for low blood glucose test results. The expected fasting blood glucose test result range is 100-120mg/dl. The customer did report symptoms of blurry vision and slurred speech. Medical attention is reported as a result of the reported blood glucose results and reported symptoms. The product is stored according to specification in the living room. During the call a blood test was performed by the customer and produced test results of 94mg/dl fasting using the meter. The test strip lot manufacturer's expiration date is 07/18/2020 and open vial date is undisclosed. The meter memory was reviewed for previous test result history: (B)(6).